Event description:
Internal components of the oxylog 2000 ventilator burnt out and self extinguish. No further consequences were reported. Device was not in use and not connected to a pt at the time of the incident.

Manufacturer narrative:
Investigation is ongoing. Results are forthcoming and will be submitted in a follow up report.